Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the finished product lot history record (lhr) did not reveal any manufacturing related nonconforming material records (ncmrs) associated with this lot. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, when the device was inserted into the artery, pulsatile flow was not achieved. The device was removed and repositioned. There was no pulsatile flow. The device was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.